Event description:
Baxter france service center reports, internal components of the dme were found wet upon return. A comprehensive investigation of this issue determined fluid was introduced to the device via leak in the cassette during use. No pt injury or medical intervention required.